Event description:
Patient febrile to 104 degrees and central line insertion site appeared infected. Admitted to hosp, blood and catheter tip cultures positive for staphylococcus. Administered IV antibiotics and catheter removed.